Event description:
A pt with a history of recent anterior mi and evidence of myocardial ischemia was admitted for a procedure. Coronary angiography showed a significant lesion in the mid-segment of the lad and total occlusion of the large first diagonal branch. Two cyphers were implanted in the mid lad, a 3.0 x 8mm and 2.75 x 8mm, both at 14atm with reportedly excellent angiographic results. Balloon angioplasty with a 2.5 x 15mm maverick balloon at 12atm was performed in the diagonal branch. The pt remained asymptomatic and discontinued their clopidogrel nine months after the procedure, continuing only with aspirin, statin, and b-blockade. Eight months later the pt developed acute chest pain and EKG changes, and angiography revealed in stent thrombosis at the entrance of the proximal cypher stent in the lad lesion. The pt was treated with a repeat procedure and has remained asymptomatic since their last follow-up three months later.